Event description:
It was reported that balloon rupture occurred. The 93% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for post dilation. However, the device failed to cross the lesion due to calcification and during inflation, the balloon ruptured. There were no balloon pieces left in the patient's body. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous hypotube kinks to the device. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device was able to inflate to rated burst pressure and deflated with no issue. Product analysis could not confirm reported event as the device inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The 93% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for post dilation. However, the device failed to cross the lesion due to calcification and during inflation, the balloon ruptured. There were no balloon pieces left in the patient's body. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.